Event description:
Patient stated that she had gone out to buy some milk after dusk on tuesday, (B)(6) 2016, and as she was heading home, two men approached her and attacked her. Per patient, these men kicked her several times and tried to steal her purse and during the course of the attack, her pump got broken without her knowledge. Patient confirmed that she was fine and that she wasn't hurt too badly, and that although she called the police, they were unable to locate her attackers. Patient then went on to state that she did not notice that her pump was broken and had stopped running until she started to feel heavily nauseous, having jaw pain, and worsened breathing. About 10 hours after the attack, patient stated that she immediately switched to her other pump and felt better and after a while, she stated that she did not want to go to the hospital at that time because she knew they'd probably admit her and she did not want that. Author empathized with patient and informed her that 2 new pumps would be delivered to her on (B)(6) 2016 for replacement (as her working pump was also due for maintenance), and a return box for the old ones. Patient also did not have the sn# of the broken pump on hand as she was on her way to the hospital for some blood work. Dose or amount: 60 ng/kg/min; frequency: every 72 hours; route: subcutaneous; dates of use: from (B)(6) 2015 to ongoing; diagnosis or reason for use: pulmonary arterial hypertension.